Event description:
A power injector was connected to the hospira tubing and no problems were noticed. When using power injection for scan, patient stated that they felt something wet on their arm. There was fluid on the patient's arm, but most of it was on the table. There was a slit in the tubing. The tubing was changed out and the exam was finished. The industry standard for CT power injectors is 300 psi. This particular extension set and connector are both rated for 300 psi. There were marks on the tubing consistent with the tubing being bent or clamped at the infiltrated/burst point. The tubing simply gave way to the increased pressure under injection. The manufacturer suggested the following re-education for staff: make sure the line is patent, flushes easily, the IV site does not appear infiltrated externally, and that the extension tubing is not clamped prior to injection.